Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter with no other devices or original packaging. There was contrast in the guide wire lumen. There was no damage to the device. A new inflation device filled with water was used to inflate the device to the rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a carotid stenting procedure a balloon rupture occurred. The target lesion was located in the mkildly tortuous right internal carotid artery. A filterwire-ez was placed. A f/g, sterling, mr, 3.5 x 20/135 (4f) was advanced to predilate the lesion. The balloon was inflated once to 6 atms when a "medium" contrast leak was noted and a balloon rupture suspected. A 9x40 non-bsc stent was implanted. Post dilatation was performed with a non-bsc balloon. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a carotid stenting procedure a balloon rupture occurred. The target lesion was located in the mildly tortuous right internal carotid artery. A filterwire-ez was placed. A f/g, sterling, mr, 3.5 x 20/135 (4f) was advanced to predilate the lesion. The balloon was inflated once to 6 atms when a "medium" contrast leak was noted and a balloon rupture suspected. A 9x40 non-bsc stent was implanted. Post dilatation was performed with a non-bsc balloon. No patient complications were reported and the patient's status is good.